Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced bacterial peritonitis. The cause of the peritonitis was unknown. One week after peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin, one gram intraperitoneally for fourteen days (frequency not specified). Four days after being admitted to the hospital, the patient was discharged. On an unreported date, in the same month as hospitalization, the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. It was not reported if extraneal therapy was ongoing. No additional information is available.